Event description:
It was further reported that the target lesion was located in the mid left anterior descending artery with 60% stenosis and was 24mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation. Residual stenosis was 0%. In (B)(6) 2010, coronary angiography was performed which revealed 75% focal in-stent restenosis of the target lesion. Two days later, a angioplasty was performed using a balloon and cutting balloon. Residual stenosis was 0% and timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that the target lesion was located in the mid left anterior descending artery with 60% stenosis and was 24mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation. Residual stenosis was 0%. In (B)(6) 2010, coronary angiography was performed which revealed 75% focal in-stent restenosis of the target lesion. Two days later, a angioplasty was performed using a balloon and cutting balloon. Residual stenosis was 0% and timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
The date received by manufacturer on follow-up number 001 is corrected from (B)(4) 2010.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed cardiac chest pain. The details of the target lesion have not been provided. The physician successfully implanted a 2.75x38mm taxus liberte stent in the target lesion. The patient was discharged 3 days later on protocol doses of aspirin and prasugrel. Seventy-one days after the index procedure the patient developed cardiac chest pain and a target vessel reintervention was performed. No additional information has been provided.

Event description:
It was further reported that the target lesion was located in the mid left anterior descending artery with 60% stenosis and was 24mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation. Residual stenosis was 0%. In (B)(6) 2010, coronary angiography was performed which revealed 75% focal in-stent restenosis of the target lesion. Two days later, a angioplasty was performed using a balloon and cutting balloon. Residual stenosis was 0% and timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)